Event description:
Customer alleged the screws on the right and left foot support that hold the calf support are stripped and will not hold the calf support.

Manufacturer narrative:
The facility replaced the screws with the OEM screws. The unit is functioning properly.